Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user did not see insulin coming out of the tubing during fill tubing. During troubleshooting with tandem's technical support, the user disconnected and reconnected the luer lock connection successfully. The user primed the tubing and resumed insulin delivery. There was no impact to the user's blood glucose level.